Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A possible cause for the foreign material could be attributed to leakage from the universal cord. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection /gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope was sent in for yearly maintenance with no complaint alleged. The issue occurred during maintenance. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the air water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. This device is an olympus asset.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the air water tube and cylinder had foreign material. Other issues found were: there was a leak in the universal cord, the suction connector had the label peeled, the distal end rubber adhesive was detached and the universal cord was cut, the bending tube has a dent, the adhesive around the light guide lens and objective lens have discoloration, the distal end cover has a scratch, the play of the right left knob is out of standards due to wear of the angle wire, the suction cylinder and air water cylinder have discoloration. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.